Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is questioning the difference in one pt result between axsym digoxin ii and axsym digoxin iii assays. There was no impact to the pt's management reported by the customer.